Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. Visual examination noted no defects or damage present on the set, sample was leak tested per specification with no leakage observed. The distal connector was tested using an iso gage with passing results. Based on the evaluation results, the reported defect was unable to be replicated or confirmed. The returned product was functionally tested per specification and the reported defect was not able to be replicated or confirmed. Therefore, no root cause could be determined at this time. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "the rn has confirmed that the caresite and catheter was connected tightly before use, but about half a day after using it on the patient, it separated and caused the patient's blood to flow out." No injury reported.